Manufacturer narrative:
E1: initial reporter address - (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the sterile primary packaging of a plexitron solution set was damaged. This was observed at the time of order picking prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to d9, h3, h4, h6, and h11: h11: the actual device and three (3) photo samples were received for evaluation. A visual inspection of the device and photo samples was performed, and a hole on the paper side of the peel pouch with a tearing characteristic was observed. The hole coincided with the position of the roller frame and the blue key. The reported condition was verified. The cause of the condition was due an operational error during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.